Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown from a radiation for cancer resulting in an infection at magnet site. The patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on october 21, 2021.

Manufacturer narrative:
This report is submitted on sep 02, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.